Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump and high blood glucose levels. Customer¿s blood glucose level was 455 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the display returned. Customer performed the self-test and passed. Customer advised they did not trust the insulin pump and they declined to troubleshoot for high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display and off no power anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.